Event description:
It was reported to philips that the system was not booting up. The device was outside of clinical use at the time of the reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the system was not booting up. Upon troubleshooting, fse checked the system and the m control cabinet found that there was no power output from the power supply unit(pu). To resolve the issue, fse replaced the pu-ui unit. After replacement, fse checked the system and found that pu was ok but the f1 circuit breaker tripped. Fse re-set f1, powered on the system by disconnecting/reconnecting connectors x23, disconnected/reconnected x21. Re-seated both connectors and powered on the system found that the system booted up. The defective power supply was returned to philips for failure analysis and the cause of the power supply failure could not be conclusively determined by the supplier's part analysis. However, the replacement of the power supply by the field service engineer has resolved the reported issue and restored the functionality of the system. After replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.